Manufacturer narrative:
No patient information was reported. Date of event not reported. (B)(4). Device not returned. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following was reported in a confidential post market survey: "the 70 degree diamond burrs break easily and then can fall off and then be hard to find in the surgical field. This is a real design defect. The burrs break frequently. My record is using 9 burrs in one case. Twice I've used 8. Something needs to be rethought about these burrs. I'm sure they are expensive as well." There was no patient information, dates, or procedures reported. There was no impact to the patient reported.